Event description:
Obtained new unit about two weeks ago (11/14/96). Attempted to use unit for the first time on 11/22/96. Physician attempted to use diathermy system but could not get a response to the tissue when using the unit. Unit made a noise that was a shrill, uneven pitch sound. Handpieces for unit changed but without improvement. Unit retested 11/23/96 but still did not work. MFR called on 11/25/96 and told staff to use machine at setting greater than 5. Physician attempted to use equipment 11/26/96 without response with setting at 10.